Event description:
Adverse event: induced astigmatism. A doctor of optometry (od) reports a patient that exhibits asymmetry in terms of the post-op topography where the superior part of the corneal ablation seems to be more flat in comparison to the inferior. The physician stated, on authority from the operating surgeon, that this patient has not suffered harm or injury, but the surgeon would like a review of the patient's records and feedback. Patient records were received and reviewed. During the follow-up conversation with the od, it was relayed that the device was found to be operating within specification during the patient's surgery. Also, the review of the patient records showed some asymmetry on the preoperative orbscan and the od agreed, but indicated this was 'normal'. The od also mentioned that the individual patient response to the treatment may have been a factor in the outcome of this case. He restated there are no concerns for patient harm or injury for this patient. The od declined to provide any more patient records as he and the operating surgeon have no concerns with the asymmetric treatment. The patient records also showed induced astigmatism at the 1 month post-op exam. No further information has been provided.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager tested the system and found it to be functioning per product specifications. The log file for the day of this patient's surgery was reviewed and found the device was operating per specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and pre-operative patient selection were reviewed. The patient presented to the clinic with an ocular history positive for contact lens (ctl) wear, dry eye, itching, grittiness, light sensitivity, redness, and a positive medical history for asthma and thyroid disease. Patient denied the use of any medications. The pre-operative uncorrected visual acuity (ucva) was 20/400, the manifest refraction (mr) was -2.75-0.50x168, the best corrected visual acuity (bcva) was 20/20, and, on (B) (6) 2009, underwent myopia with astigmatism lasik with a treatment plan of -3.00-0.50x168. The postoperative data provided was limited to a one day and a one month visit showing a ucva of 20/40, an mr as +0.25-1.25x030 with a bcva of 20/20. The patient's subjective comments were noted as "good vision and comfort". At the one day visit, the patient was prescribed restasis bid. One preoperative and one postoperative orbscan maps were provided. Induced astigmatism refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. The severity of the induced astigmatism is determined by the magnitude as found in the investigation and in this case, it was determined to be moderate. In this case the patient wore ctl to the preoperative visit and measurements were taken right after removal of ctl. According to literature, de-adaptation from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively in order to develop an accurate treatment plan. This de-adaptation time also depends on the type of ctl and should be followed by two week interval checkups to assess the corneal stability, before laser surgery can be considered. In this case the patient was told to discontinue ctrl 3 days prior to the procedure, and there was no documentation of re-evaluation of mr or topographies to confirm corneal/refractive stability. The patient had a history of dry eye before lasik which may have worsened after the procedure. Restasis was recommended bid which is indicated to increase tear production in patients whose tear production is presumed to be suppressed due to ocular inflammation associated with dry eyes. Literature has indicated that patients with preexisting dry eye may have a significantly increased risk for developing chronic post-lasik dry eye despite comprehensive ocular surface management before, during, and after surgery. In addition there was no indication of tear evaluation or ocular surface integrity prior to the procedure. Dry eye may cause temporary and unpredictable changes in the cornea that may interfere with the ability to properly measure the refractive error and visual acuity, due to a compromised tear film and inflammation, contributing to a temporary residual refractive error, regression and variations in visual acuity. References: pre- operative screening of contact lens wear before refractive surgery, budak et al, jcrs, v25, apr 1998. Refractive status before and after contact lens wear, dada, indian j of oph, v29:3, 1981. Topographic changes in contact lens induced corneal warpage, wilson et al, ophthalmology 1990, vol97. Rxlist, restasis, the internet drug index. Chronic dry eye and regression after laser in situ keratomileusis for myopia, julie m. Albietz phd, et al, jcrs, v 30:3, march 2004. Keratitis sicca/dry eye syndrome, review of optometry, handbook of ocular disease management. Refractive surgery nightmares, fahmy, hardten 1st edition 2007, chap. 35. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the induced astigmatism. However, the non-product related factors mentioned above may have been contributors. (B) (4)